Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during manual prime. The blood glucose at the time of the incident was 174 mg/dl. During troubleshooting, insulin did not exit the tubing after disconnecting and reconnecting the reservoir and infusion set. She changed the infusion set first and stated that when she pushed the plunger, insulin got out from the side of the reservoir and she received a no delivery alarm. The customer was advised to change the reservoir. The product will be returned for analysis.